Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the tip had split and broken. Based on the results of the investigation, it is likely that the following led to the malfunction: 1) attempt was made to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. 3) a load beyond the resistance strength was applied to the guide wire tip. That had caused the guide wire tip to tear. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the mechanical lithotriptor tip had split and broken. The issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm.